Event description:
It was reported that the flow rate of the pump was excessive and reportedly released all 30cc of infusate within 24 hrs. The pump was removed and replaced without any pt complications.